Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information section h.6. Advanced bionics considers the investigation into this reportable event as closed. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing tenderness and pain caused by the processor rubbing against the incision site. The recipient was given an ointment to use (type unknown). The recipient is currently wearing device off ear.